Manufacturer narrative:
(B)(4). Evlauation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that a vialmate meropenem 1.0g 100ml nacl (B)(6) had a dark particle visible in the vial following activation of the vialmate system. The condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.